Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other six perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal angioplasty. Reportedly, the suture broke when the needle was removed. Five additional proglide devices were used with the same results. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. Subsequently, an additional proglide device was returned to abbott vascular with no reported information other than it was used in this case. Preliminary analysis of the device found the link was separated at the swage end of the anterior cuff, the posterior cuff remained in the foot pocket with the link attached, and the guide tube was bent distal to the nose cone. A device in this condition would not have achieved hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned with the suture intact and not detached as reported. The observed damage to the suture appears to be related to suture snagging during deployment and the subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial report additional information was received: it was reported that common femoral artery suture placement was attempted, using nine proglide devices, via a 6f sheath, using the pre-close technique prior to an endoprosthesis implantation procedure. Reportedly, on all proglide devices, the suture broke when the needle was removed. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis.